Event description:
A report was received which states that a consumer experienced severe pain, left eye associated with wear of o2optix contact lenses. A centrally located corneal ulcer with infiltrate and anterior chamber reaction was diagnosed. Treatment consisted of tobradex, efamil and vigamox. Event resolved with scarring and visual acuity reported as 20/40, left eye. Pre-event acuity reported as 20/25. Penetrating keratoplasty expected in the near future. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer with permanent reduction in visual acuity." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.